Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that one tab had broken off the mount of the blade. Based on this info and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.

Event description:
It was reported that a piece of metal was found during a surgical procedure. It was further reported that this piece of metal was confirmed to be from a blade. No adverse consequences were reported.